Manufacturer narrative:
The report of a potentially compromised percutaneous lead was confirmed based on the evaluation of the explanted pump. The pump was returned assembled with the percutaneous lead (lead) severed approximately 1 inch from the pump housing and the severed portion of the lead was returned in two pieces, a 15 inch piece and a 20.5 inch distal end piece. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Continuity and high potential testing were performed on the distal end and pump end portions of the lead, which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 15 inch portion of lead revealed no continuity issues. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in each of the insulations of the green, yellow, orange, brown, and black wires at what would be approximately 9.5 inches from the pump housing. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the green, yellow, orange, brown, and black wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 10 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the system controller produced red heart pump stoppage alarm. The patient was reported to have been asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stops. X-ray images revealed an area of concern on the percutaneous lead internal to the patient. On (B)(6) 2017 pump exchange occurred. No additional information was provided.